Manufacturer narrative:
Additional information: d9, h3, h6 h7, h9, and h11. H11: the device was received for evaluation. A nonconformance has been opened to address this issue. In the field investigation, it is alleged that bottom two air bladders on the head section are not inflating properly and when the patient is put on the bed. Furthermore, the bladders move sideways, and it makes a large dip in the mattress when the patient is laying in. Additionally, the bladders are not fully inflated. The cause of the condition is due to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer the bladder in a progressa bed surface was twisting and causing a dip, and a patient injury occurred. During an onsite visit by baxter team members the customer reported the patient had an initial stage 4 pressure sore on the sacrum. Then on an unknown date, this patient was admitted to the hospital for an unspecified diagnosis. On the date of the event, a deep tissue pressure injury (dtpi) developed inside the preexisting stage 4 wound. No medical intervention was provided. The progress bed was replaced, and the patient developed a second dtpi. No medical intervention was provided for this injury as well. No further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) and subsequent manufacturing date (11) are unknown; therefore, the UDI number only will contain the device identifier (01). H11: the serial number is unknown. The device was replaced and is currently in good working condition; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.